Manufacturer narrative:
Patent identifier: (B)(6).

Event description:
(B)(6) study. It was reported that complete heart block(chb) occurred. Procedure summary: the patient received loading doses of 300 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbances were noted post bav. The aortic valve was treated with subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location. During the index procedure, soon after inserting the 23mm lotus edge valve into the native aortic valve, the patient developed complete heart block. Transvenous pacing wire (tpw) was left in place for rhythm management. Event electrocardiogram(ECG) revealed ventricular paced rhythm. Hospitalization was prolonged for the event. One day post index procedure, a new boston scientific ingevity permanent pacemaker was implanted successfully. At the time of reporting the event was considered recovering.

Event description:
Respond edge study. It was reported that complete heart block(chb) occurred. Procedure summary: the patient received loading doses of 300 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbances were noted post bav. The aortic valve was treated with subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location. During the index procedure, soon after inserting the 23mm lotus edge valve into the native aortic valve, the patient developed complete heart block. Transvenous pacing wire (tpw) was left in place for rhythm management. Event electrocardiogram(ECG) revealed ventricular paced rhythm. Hospitalization was prolonged for the event. One day post index procedure, a new boston scientific ingevity permanent pacemaker was implanted successfully. At the time of reporting the event was considered recovering. It was further reported that five days post index procedure, the subject was discharged home.

Manufacturer narrative:
A1: patent identifier: (B)(6).